Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, when the plunger was fully depressed the needles did not engage. Hemostasis was achieved by an unk method. There were no reported adverse pt effects. No additional info was provided.